Event description:
It was reported that, "the impactor handle was hit on head and the impactor's head came off (the round flat disc part). Did not fall in pt."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.